Event description:
(B)(4). Beginning of multiple symptoms related to device. Memory problems, severe itching, severe back andamp; abdominal pain, weight gain, pain in joins, severe headaches, hair loss, rash, multiple periods a month.